Event description:
The patient was implanted with a left ventricular assist device. The patient experienced a driveline infection that required debridement.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.